Event description:
It was reported that the insulin leaked. The current blood glucose reading is 400 mg/dl. Customer treated with bolus. Customer experienced dry mouth, headache and blurred vision. Customer stated the insulin leaked from the rear end of the reservoir. Insulin found in the reservoir compartment. Insulin leaked past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.